Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ibalance hto case, the ar-13419-02 collet nut cross-threaded onto the ar-13420-01 biplanar alignment mount and could not be removed. The ar-13419-01 hinge pin and ar-13420-02 biplanar alignment bar were also part of the device. Because the nut could not be removed, they could not put in another guide to drill the keyhole. The devices were removed from the patient and they used freehand for the keyhole drill holes and the osteotomy. The implant was done successfully to complete the case. There was an additional incision needed on the lateral side of the fibia to create an additional pivot for the osteotomy.